Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19030, related manufacturer reference number: 2017865-2020-19032. It was reported that the right ventricular lead exhibited no capture and the right atrial lead exhibited low sensing. After connecting the new implantable cardioverter defibrillator to the atrial lead, the sensing was normal. It was not certain if the issue was the device or the lead. The device and right ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of capturing and sensing anomaly were not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. The device image was reviewed for longevity analysis and the device¿s longevity was found to be normal. Functional bench testing founf no anomalies.